Event description:
Device 1 of 2. (See MFR # 1627487-2010-02512 for device 2.) On (B)(6) 2010, the patient was implanted with an scs system including two single 8 lead extensions. During the surgical procedure, prior to implant, one of the lead extensions was observed by the physician to have a visible break in the wires. It was also reported that the patient experienced breathing problems during the procedure. The patient was covered with sterile dressing and turned over. The breathing was stabilized and the doctor continued with the procedure and implanted two new lead extensions. On (B)(6) 2010, it was confirmed by the physician's nurse that the patient's breathing problems were not product related. During the procedure the physician discarded one of the lead extensions inadvertently. Only one of the lead extensions was returned to the manufacturer for analysis. It was not documented which lead extension was discarded, so this report documents both lead extension.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. During the procedure the physician discarded one of the lead extensions inadvertently. Only one of the lead extensions was returned to the manufacturer for analysis. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.